Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024 it was reported by a sales representative, via phone, that an ar-8725-26h micro compression ft de-threaded during insertion and fragments broke off the screw. One of the metal shavings could not be removed from the patient. The case was completed by removing the screw and using a new ar-8725-26h micro compression ft. This was discovered during a pip hammertoe procedure on (B)(6)2024. The case was not delayed.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.